Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. The patient had an issue with the insulin pump connection and decided to stop the session on the pump. He started the sensor again on the pump and suddenly experienced hypoglycemia. The patient was disoriented, unresponsive but conscious and somnolent. An ambulance was called and they took a blood glucose value which was 18 mg/dl. The paramedics treated the patient with 40 ml 40 percent of IV glucose and disconnected the pump. They took the patient to the hospital and in the emergency room (ER) the patient was conscious, oriented and responsive. At the hospital they monitored the patient, took the vitals, lab tests and performed an electrocardiogram (ECG); everything came out normal. At the hospital they treated the patient with IV glucose and IV fluids. The doctor reported that the reason for the hypoglycemia ¿was a clear pump problem with the reading device (cgm)¿ and that there was an ¿disconnection of the insulin pump tube¿. The patient was discharged the same day and was recovered. In a later communication through email the patient reported that during the event the sensor stopped/or he stopped the sensor due to an issue and he was not receiving cgm readings nor on the pump nor on the mobile app. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed. Data shows that the patient's low alert and signal loss alert were both disabled, and his always sound feature was also disabled. The urgent low alert is fixed at 55 mg/dl. Data investigation shows that the patient's estimated glucose values (egv) dropped below the urgent low alert threshold at 5:53 am on (B)(6) 2023 and the patient received a visual urgent low alert with an egv of 47 mg/dl. The patient then entered a period of prolonged signal loss from 5:58 am to 7:03 am. The availability of backfilled data shows that the patient's egvs began to rise soon after the signal loss started, starting from low (less than 40 mg/dl) at 6:13 am and ending at 159 mg/dl by the end of the signal loss at 7:03 am. At 7:08 am, the patient attempted the restart the sensor session but received the no restarts alert. The reported complaint was confirmed as signal loss was identified in the data. The probable cause of the signal loss was determined to be use error as the patient's mobile device lost power. No additional patient or event information is available.